Event description:
It was reported that the device had a display issue and did not detect the disposable item. There was no patient injury reported.

Event description:
Additional information was received which stated that the issue was found during annual testing.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover, the liquid crystal display (lcd) missing pixels, a bent micro switch, faded line cord and a marked up front cover. Functional testing found the lcd was missing pixels and the micro switch doesn't detect the disposable. The root cause of the reported issue was found to be customer damaged bent microswitch and a malfunctioning printed circuit board (pcb). Replaced the pcb, enclosure, micro switch, line cord, and front cover. The device passed all functional testing. D5 and e4 are unknown, no information provided to date.